Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver screen became frozen. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Charged receiver and tested boot capabilities on the receiver and it passed. Data was downloaded and reviewed, finding a hardware error. The receiver case was opened and the liquid crystal display (lcd) was replaced, confirming a defective lcd screen. The complaint of a frozen display screen was confirmed. The root cause was determined to be a defective lcd component, post investigation.